Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl: left hip. Reason for revision: unknown/na. Doi: (B)(6) 2008; dor: (B)(6) 2016.

Event description:
Asr revision as xl left hip reason for revision: pain.